Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported recently that when connected together the patient's implantable cardioverter defibrillator (ICD)nd right ventricular (rv) lead showed low pacing impedance, sensing integrity counter (sic) counts and non-sustained noise detections. Removing the lead from the pocket and testing while disconnected from the device revealed expected impedance values. Both devices were subsequently explanted and replaced within a week. No patient complications have been reported as a result of this event.